Event description:
Adverse event: "irregular incision" (no code available). Product problem: "knife did not cut properly" (dull). The customer reported that the knife used during surgery cut perfectly on the first incision. However, the knife did not cut properly on the second incision made in the same eye. No visible defect was observed. Another knife was used to complete the procedure. There was no pt harm reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).